Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with a severe driveline infection and system infection. The pump was working as expected without any issues. The patient underwent pump exchange on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient experienced bacteremia with pseudomonas aeruginosa. The patient experienced fever with green color fluid. Gastrointestinal bleeding was also noted due to constant antibiotics treatment. The patient was stable post pump exchange and on intensive care due to dialysis. No oxygen and inotropics were administered. Antibiotics therapy was administered for 2 months.

Manufacturer narrative:
The patient's prior admissions for infection are referenced in MFR# 2 916596-2022-13881 and #2916596-2022-13372. Section h6: health effect - clinical code: bacteremia (4846). Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of gastrointestinal bleeding, could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 2.5¿ from the pump header. The distal portion of the pump cable was returned (approximately 23.5¿). The modular cable was not returned. Approximately 5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual examination of the pump¿s blood contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including sterilization information. The implant kit was shipped on (B)(6) 2020. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook (phb) are currently available. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Additionally, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 8 of the IFU also contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. Section 4 of the hm3 phb contains information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was treated with a cold plasma therapy all the time for infection. The new pump is referenced in MFR # 916596-2022-14518.